Event description:
During service of the device, review of the diagnostic log history indicated a depleted backup battery occurrence during operation in normal ventilation mode. If the backup battery depletes during usage, the ventilator will shut down. The customer did not report the occurrence during any previous usage and there was no patient harm reported. The manufacturer's field service engineer reported the device backup battery failed during testing. Per the device operators manual, when the ventilator is powered by the backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. If the battery depletes during use and the ventilator shuts down, an audible power fail alarm will activate. The service engineer replaced the battery to address the findings. Applicable final testing was performed and passed to operating specifications.